Event description:
The customer alleged that their unit exhibited an overflow error and a disinfectant leak. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The actual component was evaluated at the customer's site. The fse replaced spray arm and air valves due to fluid leak. The fse ran multiple test cycles while monitoring fluid level in disinfect reservoir. No rise noticed on reservoir after 6 cycles completed. At this time aer meets manufacturer specifications. Upon follow-up, the customer stated that they will be switching to cidex opa as they only noticed overflow errors when using metricide.